Event description:
Furthermore, the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the lead, the guide wire had to be retracted with force and then the lead lumen was blocked. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.